Event description:
During surgery, the surgeon tried to insert the locking screw into the pt bone. However, the screw head of locking screw broke and the surgeon could not remove the screw shaft.

Manufacturer narrative:
The technical investigation result shows that the screw broke due to torsional overload in forced rupture mode during the insertion. Indication for material or mfg related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.